Event description:
The procedure was left sfa atherectomy, via right groin access. During first insertion and after only two passes, physician could not get cutter to close properly. The device was taken out of patient and several attempts to clear the cutter were made unsuccessfully. Another device was opened and used to complete the case without incident. Inspection of the returned device found two pieces of lumen liner pet that were extracted from the housing. The pieces exhibited witness marks associated with the coil attribute of a sheath.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.